Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital.

Event description:
It was reported, the telescope's light guide adapter broke and remained on the light guide cable. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the light guide adapter broke and remained on the light guide cable" was caused by a rough handling and the use of excessive force during disassembly. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during therapeutic procedure; was completed using a similar device no delay reports.